Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced a low blood glucose (bg) level. However, the exact bg level was not provided. Reportedly, the user bolused for a meal and reported that there was a delay in eating the meal. The user addressed bg level with carbohydrates.